Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 3.2, pocket c1, had failed and would not be released. A field service engineer (fse) found that in the hardware test application, none of the pockets in row 'c' would be released and required to be force-release. Reseating the row board ribbon cable at the drawer board did not resolve the issue. The pyxibus control module board light emitting diode indicated that it was not in the home position for drawer 2 after boot-up. The fse replaced the drawer board, the pyxibus control module, and the retractor band (which showed dark black marks on the ribbon cable). After the replacement, drawer 3.2 incorrectly showed as open, when closed in the hardware test application. The fse reinstalled the old pyxibus control module and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.